Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient has experienced a gradual increase in his incontinence. The patient used to wear one pad a day after surgery, but as his condition got worse, he is currently wearing more than 6 pads a day. Patient liaison recommended him to speak with the dr. That implanted his artificial urinary sphincter (aus). The patient is going to make an appointment for follow-up.